Event description:
It was reported that during a left leg intervention procedure, the device¿s control unit malfunctioned. A truepath device failed to cross a total occlusion in the left leg. The physician felt high resistance; however the lights on the control unit malfunctioned. Only 1 green light remained illuminated while the tip of the device reached high resistance. The physician retracted the device back into the catheter and aborted the procedure. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a left leg intervention procedure, the device¿s control unit malfunctioned. A truepath device failed to cross a total occlusion in the left leg. The physician felt high resistance; however the lights on the control unit malfunctioned. Only 1 green light remained illuminated while the tip of the device reached high resistance. The physician retracted the device back into the catheter and aborted the procedure. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the control unit was activated and it was noted that the battery was dead. A test battery was used to activate the control unit .there was no movement of the device once activated. The device was dismantled and it was noted the drive shaft was broken. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).